Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient got (B)(6) from the stress related to the wire mesh inserted from the hernia surgery. It was reported that the patient received valtrex to treat the shingles, and is currently on gabapentin. No additional information was provided.